Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
A physician reported that there was a case where he had to reoperate after 10 days because of csf (cerebrospinal fluid) leakage and infection. When reopening, he could not identify the implant anymore; the implant was dissolved. The event lead to an increase of surgery time, but the time was unk. Additional info has been requested.

Manufacturer narrative:
Integra has completed their internal investigation 06/29/2015. Results: no product lot number was provided with this complaint, therefore, DHR review cannot be performed. If the product lot number is provided at a later date, DHR review will be performed and updated at that time. This complaint product is duragen suturable. There were approximately (B)(4) duragen units sold from the duragen family in the past 12 months before this complaint. As per the trending query, there were fourteen complaints identified for "duragen csf leakage and/or infection." Therefore, the calculated complaint rate is (B)(4). Conclusion: the root cause is undetermined. As per the complaint background, duragen suturable was implanted in the patient during surgery, and the patient was re-operated 10 days after the original surgery because of csf leakage and infection. During re-operation, the surgeon noted that the implant was dissolved and the event led to an increase in surgery time. No patient injury or death was reported. Since no product was returned under this complaint, the failure analysis could not be completed for the complaint product. Based on the trend analysis and the risk assessment, there is no indication that the duragen suturable manufacturing process attributed to this complaint. There have been no additional complaints or issues reported with this patient.